Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue. It was indicated that there was cuff breakage. In addition the unit had cuff leak. There was no reported patient outcome.